Manufacturer narrative:
On 08/18/2016, a medtronic representative, following-up at the site, reported the surgeon had difficulty tightening the clamp and requested a new one. Return requested for suspect open spine clamp. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the spinous process clamp was stripped and could not be tightened down. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Lot number and device manufacture date provided.